Event description:
It was reported that the pump had primary audible alarm bgnd test. No patient injury was reported.

Manufacturer narrative:
(B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. A product sample was received for evaluation. Visual inspection and functional tests were performed. Top case chipped by the front lower left corner. Right plunger case cracked by the top screw. Event history log showed: primary audible alarm background test. At power up process, the reported problem was duplicated. The speaker was not working as intended. The root cause of the issue could not be determined; the speaker was carefully inspected and no physical or any other damage was found. Action taken to mitigate the reported issue: replaced speaker and the main battery pack for preventive measure, performed occlusion test and all functional testing passed.